Event description:
It was reported that cartridge alarm occurred during load process and caller had previously experienced cartridge alarms with consecutive cartridges on same pump. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, received education to wait for prompt before removing used cartridge and to place pump in storage mode before return, and was instructed to return problematic pump within 10 days while technical support arranged shipment of replacement pump with updated software and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement device.